Event description:
During rotablation of a lesion in the proximal lcx a type ii perforation had occurred. The pk papyrus covered stent system was selected for treatment, but the stent stripped off the balloon in the guidezila extension catheter. Another pk papyrus stent was implanted, and the perforation was successfully sealed.